Event description:
End user was sitting on their rollator when the 2 front wheels (swiveling) rotated and broke, causing the unit to collapse. Patient fell back, hit his head, and injured his ribs (1 broken, others bruised).